Event description:
It was reported that during procedure for a middle cerebral artery (mca) stenosis, the stent (subject device) partially deployed out of the delivery system. The stent was recaptured and removed from the patient¿s body. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the stent was partially deployed from the distal end of the delivery catheter and there was some flattening noted to the distal 35cm section of the delivery catheter. During functional testing, the delivery catheter was flushed without difficulty, and the stabilizer was advanced, and the stent deployed without difficulty. There were no anomalies noted to the deployed stent. A patency mandrel was advanced through the delivery catheter and some friction was experienced at the distal end. The distal taper was cut from the stabilizer in order to remove the stabilizer from the catheter and it was removed without difficulty, there were no anomalies noted to the stabilizer. The damage noted to the returned device is indicative of the as reported event, anf it caused friction during analysis. It is probable that the device was damaged during the clinical procedure, causing the stent to only partially deploy. Therefore, an assignable cause of procedural factors has been assigned to this investigation.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during procedure for a middle cerebral artery (mca) stenosis, the stent (subject device) partially deployed out of the delivery system. The stent was recaptured and removed from the patient¿s body. There were no clinical consequences to the patient.